Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon stated that the applier scissored clips. A new applier was used to complete the case. There was no consequence to the pt.